Manufacturer narrative:
Inspection shown the upper plate of the elevator had become detached. When this occurred, it allowed the seating to fall over which resulted in client suffering a broken left arm. Permobil was not allowed by end users counsel to remove the affected component for testing/analysis. When initial report was received of a failure, permobil was unable to confirm the allegations of a failure until this recent inspection. Visual inspection of the electronics shown signs of safety measures having been bypassed which allowed the chair to operate at full speed when seating was raised. It was noted that the chair is equipped with an ez-lock docking device and reports are client remains in the chairs seating during transport in a vehicle. It was also noted that at the time of incident, there was an aftermarket ride design seating system having been installed on to the original seating system. Review of DHR notes mention of chair having been involved in an accident on (B)(6) 2014. With the limited access during inspection and the observations made, it is believed this failure was the result of material fatigue due to stress and forces applied over an extended period of time.

Event description:
Received report of upper plate of elevator having separated from post allowing the seating to fall off of base. Reports are end user having been injured as a result of this event.